Event description:
It was reported that the right ventricular lead had episodes of noise which occurred at approximately the same time on different days and that appeared to be emi (electromagnetic interference). It was noted that the noise was unable to be reproduced with isometric exercises. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.